Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The following malfunctions were identified during the device evaluation: the adhesive part of the curved rubber is chipped. The waterproofing of the tip metal part is not maintained. The vent metal part of the lg connector is loose. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the adhesive part of the objective lens of the deflectable videoscope had peeled off. There was no patient involvement.